Event description:
In (B)(6) 2017 my doctor ordered a sleep apnea test for me, which confirmed a mild case of sleep apnea. I was prescribed and purchased a philips respironics CPAP machine from (B)(6) which I began using in (B)(6) 2017. This device is now under recall for a foam substance that may degrade into particles, and/or emit a gas that may be inhaled by the user. According to the philips recall notice, the potential risks from these particulates or gasses include skin/eye/respiratory tract irritation, inflammatory response, headache, asthma, adverse effects to other organs, and toxic carcinogenic effects. Beginning at the time of initially using this equipment and over the past few years, I have experienced worsening neurological symptoms that no doctor has been able to determine etiology. These symptoms include dizziness/disequilibrium, headaches, tinnitus, brain fog, visual anomalies and eye irritation. I was subsequently placed on permanent disability from work and have qualified for ssdi payments. Although it can't be determined with full certainty that the use of this equipment has caused my debilitating symptoms, consistent use of the equipment and the commensurate symptoms that the substance in the equipment has been determined to cause does indicate that there may be a correlation. FDA safety report ID# (B)(4).